Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Per (B)(4) adverse event report, the lv lead was found to be dislodged. An attempt to revise the lead on (B)(6)2010 was unsuccessful as the pt had hemopneumothorax. All reports indicate that the lead remains implanted. The pt is currently in the hospital. Should additional info become available, this event will be updated. Amd on (B)(6)2010 - per rep, lead and device were removed due to physician preference.